Event description:
Caller states that the pt tested 4.1 inr on strip lot 363a while testing 2.6 inr or strip lot 399a during duplicate testing on the same device. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however customer states that strip lot 363a is not available for return.